Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 01/31/2025. A photograph was provided by the account. A photographic evaluation was conducted. Product information was observed in the photograph. Am investigation was conducted on 02/17/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000404996 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy when the surgeon tried to use it. They noted that the seal did not enter into to the deployment device properly because it did not roll into the "taco" shape. A new hst iii system (3.8mm) was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy when the surgeon tried to use it. They noted that the seal did not enter into to the deployment device properly because it did not roll into the "taco" shape. A new hst iii system (3.8mm) was used to complete the procedure. The defective item did not reach patient. Nurse discovered it deployed wrong before handing up. No harm done to the patient.